Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Product analysis performed a retain test. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter (patient's daughter) contacted lifescan (lfs) (B)(4), alleging that the lay user/patient's onetouch verio2 meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information received when the medical surveillance specialist requested the csr follow-up with the patient. The reporter stated that the meter issue began on (B)(6) 2016 when the patient allegedly obtained a result of 188mg/dl which he felt was elevated compared to how he was feeling and/or his usual results. The patient manages his diabetes using insulin (self-adjuster) and denied making any changes to his usual diabetes management routine after the alleged issue began. The patient reportedly lost consciousness (hypoglycemia) on (B)(6) 2016 and self-treated by consuming additional food and/or drink in response to the reported issue. The reporter confirmed that the patient's blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr determined that the unit of measure was set correctly and the test strips were stored properly and within expiry. The csr was unable to walk the patient through a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.